Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented in clinic for a followup check. Upon interrogation, it was observed the implantable cardioverter defibrillator had high capture thresholds. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No device problem detected.